Event description:
Patient was attached to monitor. Nurse observed the baby to be cyanotic with no respirations. Heart rate by monitor was 100. No alarms sounded. Baby was sucessufully resusciated. The test/cal button on the monitor was found to be in a depressed position which created the test function of 100 beats per minute to occur on monitor, even though baby's heart rate was below that. The test/cal button was lodged in depressed position with a piece of paperdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted, performance tests performed, visual examination. Results of evaluation: design - human factors, modification of device - by user, none or unknown. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.